Manufacturer narrative:
April 8, 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, it was impossible to screw the lead on the ICD during the implantation attempt. No click sound was heard when using the screwdriver. The physician tried another screwdriver: the same result was noticed. When the screwdriver was removed from the connector, the screw remained "stuck" on the screwdriver. The ICD involved in this MDR report was not implanted and returned for analysis.